Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the power cable was damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Analysis found that the ground prong had been broken from the returned cable and was missing. Otherwise, the cable passed a continuity test with no opens or shorts detected. Analysis found that the reported event was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.